Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences where the blood control mechanism failed when the needle was removed from the catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: the customer reported that the blood control mechanism failed when the needle was removed from the catheter. They firstly noticed that the packaging has changed and when they went to use the catheter as per usual the blood control did not work for at least two catheters.

Event description:
It was reported that there were 2 occurrences where the blood control mechanism failed when the needle was removed from the catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: the customer reported that the blood control mechanism failed when the needle was removed from the catheter. They firstly noticed that the packaging has changed and when they went to use the catheter as per usual the blood control did not work for at least two catheters.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8253746; the lot number was built / packaged on afa line 12 from 12sept18 thru 17sept19 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No physical samples were received for testing and evaluation; one photo was submitted for evaluation for this incident. The photo displayed the two-package labels with the bd logo, ref no., description, lot number and the expiration date. One package was the old package and the other the new package label. Conclusion: indeterminate : without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.